Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2012, device follow-up was performed. The physician reported atrial oversensing potentially related to minute ventilation sensor. Atrial lead damage was observed. The atrial cavity was then re-programmed to unipolar configuration, which seemed to fix the issue. The rate response with mv was left on.